Event description:
It was reported that low sensing was observed on the lead and noted oversensing while moving. The physician decided to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.